Manufacturer narrative:
Initial and final MDR 1875819 - MDR 3003442380-2024-04920 - device 1 of 7 e1: patient city: (B)(6). Patient country: canada

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that patient faced seven infusion set not adhering events on (B)(6) 2024. The set was in use for 2 days. The events occured during past two months. No further information available.